Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. Component (B)(4) relates to (B)(4) for needle detachment. The root cause for this event is undeterminable.

Event description:
It was reported to boston scientific corporation that the "device failed during surgery." Reportedly, the needle was "left in the patient." The suture type and manufacturer are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.